Event description:
It was reported that the medfusion pump had a problem with an unspecified error message. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No product or serial number was provided by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed.